Event description:
Same case as MDR ID: 2134265-2014-01868. It was reported that the sheath became torn. A 90% stenosed target lesion was located in a severely calcified and moderately tortuous middle section of the left anterior descending artery. A 1.50mm rotalink plus was used for a percutaneous coronary intervention. During preparation, it was observed that the device was not able to increase the rotational speed up to 200000. A high pitched sound was noted 5 seconds after the pedal was stepped which was further described as a stall sound. It was also noted that the rota burr was kinked. Furthermore, two parts of the resin cover noted in the kinked portion was twisted and torn and the rotational speed was at about 170000. The physician or the staff further noticed that when the speed was set, the rotawire was not straight but slightly meandering which was further described as curved. It was possible that the status of the wire contribute to the event. The procedure was complete with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).